Event description:
It was reported that the customer got the new replacement insulin pump and her blood glucose went over 600mg/dl, then her mother was taken to the emergency room. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, and the bolus wizard settings were correct. Reviewed the alarm history and found a check set and check settings alarms. Checked the bolus history and was not found boluses for two days. Advised the daughter to call back when the tubing clamp arrives. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.